Event description:
Asr revision, asr xl acetabular system (right), reason(s) for revision: unknown.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl acetabular system (right) see update below - now left - reason(s) for revision: unknown. Updated: added and amended products. Received: (B)(6) 2012. Hip(s) to be revised: left. Update : revised hip amended as per update email (B)(6) 2012. Update received: (B)(6) 2013 - amended revision date: (B)(6) 2010. Update received: (B)(6) 2014 - added reason(s) for revision: infection (tested and (B)(6) culture confirmed) and alval / soft tissue reaction and filled mapped to mw fields.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.